Event description:
A female pt reported she experienced an "eye infection" following the use of complete moistureplus with her artificial eye. She indicated that she began use of the product the end of october or beginning of november. She said that the infection began soon after. She saw her doctor who prescribed five medications for her including levoquin, antibiotic eyedrops, acular and others. She did not have the names of the products available at the time of the call. She said that the infection began in the right eye (where the artificial eye is ), and spread to the left, where she does not use a contact lens. Her doctor suggested discarding her solution, so no lot number is available. The pt returned the product experience report form where she indicated the product was being used "for dry eyes". She did not provide any add'l medication names. FDA forwarded a voluntary medwatch form regarding this event. In 2007: the pt's ophthalmologist provided a diagnosis of preseptal cellulitis. No causality was provided. The event severity was judged to be moderate.